Manufacturer narrative:
The complaint is confirmed. It was observed that the control pcba had multiple components electrically shorted due to saline residue on the pcba. This was induced by the end user.

Event description:
It was reported the pump will not stop running. The tubing was replaced but the same event occurred. It was replaced and the case was completed with no patient issues.